Event description:
Pca tubing leaking, ll end cracking. This has been a on going problem for several months. Am just now getting actual samples to send back to mfg.manufacturer response for pca extension set, (brand not provided) (per site reporter).took description of problems, issued file #'s . Will send return kit so product can be returned for testing.